Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported difficulty flushing, swelling noted at insertion site. Line removed fracture noted at 9cm. External length 7cm securacath insitu. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: placed (B)(6) 2024, removed (B)(6) 2024. Inserted into right vein, exit marking 7cm, secured with securacath at 5cm -7cm with additional 1cm for the prongs, PICC facing up and j-looped back up the patient's arm, total catheter length 53cm. PICC locked with saline between uses, and used for antibiotics: immunotherapies (car-t cells, monoclonal antibodies). It is unknown if a CT scan was conducted with this PICC. There was a reported occlusion with this PICC, vat team call, difficult to flush, noted swelling and leakage at exit site and decided to remove. PICC was used for 27 days. It is unknown if there is xray imaging of this incident. Catheter site cleaned with chloraprep (2% chg in 70% ipa 3ml). Leak was discovered in the hospital. Patient did not leave or participate in any physical activities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported difficulty flushing, swelling noted at insertion site. Line removed fracture noted at 9cm. External length 7cm securacath insitu. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported difficulty flushing, swelling noted at insertion site. Line removed fracture noted at 9cm. External length 7cm securacath insitu. No other information was provided.

Event description:
It was reported difficulty flushing, swelling noted at insertion site. Line removed fracture noted at 9cm. External length 7cm securacath insitu. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: placed (B)(6) 2024, removed (B)(6) 2024. Inserted into right vein, exit marking 7cm, secured with securacath at 5cm -7cm with additional 1cm for the prongs, PICC facing up and j-looped back up the patient's arm, total catheter length 53cm. PICC locked with saline between uses, and used for antibiotics: immunotherapies (car-t cells, monoclonal antibodies). It is unknown if a CT scan was conducted with this PICC. There was a reported occlusion with this PICC, vat team call, difficult to flush, noted swelling and leakage at exit site and decided to remove. PICC was used for 27 days. It is unknown if there is xray imaging of this incident. Catheter site cleaned with chloraprep (2% chg in 70% ipa 3ml). Leak was discovered in the hospital. Patient did not leave or participate in any physical activities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 8cm and 9cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.